Manufacturer narrative:
Continuation of d10: 5076-58 lead, implanted: (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department experiencing cardiac arrest and was externally defibrillated. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited intermittent undersensing. The device charge time was longer than expected at end of life (eol). The device was replaced, and the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department experiencing cardiac arrest and was externally defibrillated. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited intermittent undersensing. The device charge time was longer than expected prior to the device triggering end of service (eos). The device was replaced, and the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. The device long charge time and depletion was the result of the 588.84 seconds of charge time and 29 shocks between (B)(6) and (B)(6)of 2024. The device was found to meet specifications for normal battery depletion and normal device operation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.